Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery less than 1 week. Customer's blood glucose was 322 mg/dl.

Manufacturer narrative:
Findings: failed battery test alarm due to corroded battery tube. Unable to confirm unexpected low battery alarms due to failed batter test alarms. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.